Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed self-test, rewind test, displacement test, prime/a33 test and excessive no delivery test . No unexpected low battery alarm anomalies noted.

Event description:
The customer reported via phone call that the insulin pump had crack near reservoir compartment. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had unexplained no delivery alarms and diminished battery life. The insulin pump will not be returned for analysis.